Event description:
It was reported that during a laparoscopic hysterectomy, the 1st device became not to be activated during use. When the device was activated, the button was being pressed for a long time. The display was not confirmed, so it was unknown whether an error message was displayed. When the device was checked with another hp054 and another generator out of the clean area, the event was not recreated. ¿tighten assembly¿ was displayed in the 2nd device. Although the 2nd device was re-assembled, the event continued. When another ace14s and another hp054 was connected to the same gen11, the error was not restored. Then, the generator was restarted, the error was restored. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the tissue pad damaged, melted and 100% present. The device was connected to a test handpiece and gen11 and it did activate during functional testing. Activation was intermittent when using the min button. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. The device was disassembled to inspect internal components. Corrosion was found at the min hand activation dome. The corrosion in the dome is possibly caused when the device was soaked for re-use; the introduction of saline or blood getting up into the device during the procedure, or the device being soaked for cleaning before shipment for analysis. It is probable that this may have affected the functionality of the hand activation buttons.